Event description:
It was reported that the balloon ruptured. The (B)(4) stenosed target lesion was located in the forearm shunt. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm and was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1-initial reporter city: (B)(6) prefecture (B)(4). D4. Updated lot number.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the forearm shunt. A 6.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm and was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported.